Manufacturer narrative:
Block h6: problem code 2907 to the reportable issue of suture detached. Patient code 1888 captures the reportable event of patient hemorrhage. Block h10: investigation results received one speedband device with the velcro strap for analysis. It was noted that the ligator head was not returned with the device. Additionally, residues were observed on the device indicating use and handling. Visual examination of the trip wire showed a crimp was present on the trip wire loop. The tripwire was partially rolled in the handle assembly and was secured in the handle assembly slot when received. The suture was intact and was attached to the trip wire loop. It was observed that the trip wire was not broken; however, kinks in several locations were found at the distal section. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the handle assembly and the velcro strap. Factors encountered during the procedure, such as the interaction between the device and the patient anatomy and/or the manner as the device was manipulated, could have caused the event reported by the customer. The ligator cable released which caused bleeding to the patient's varices is noted within the dfu of "hemorrhage, major" as a potential adverse events associated with the use of this device. However, it is not possible to confirm the complaint as the device passed all the functional analysis. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the ligator cable released which caused bleeding to the patient's varices. The patient was then admitted to the intensive care unit. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the ligator cable released which caused bleeding to the patient's varices. The patient was then admitted to the intensive care unit. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the ligator cable released which caused bleeding to the patient's varices. The patient was then admitted to the intensive care unit. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h6: problem code 2907 to the reportable issue of suture detached. Patient code 1888 captures the reportable event of patient hemorrhage. Block h10: investigation results: received one speedband device with the velcro strap for analysis. It was noted that the ligator head was not returned with the device. Additionally, residues were observed on the device indicating use and handling. Visual examination of the trip wire showed a crimp was present on the trip wire loop. The tripwire was partially rolled in the handle assembly and was secured in the handle assembly slot when received. The suture was intact and was attached to the trip wire loop. It was observed that the trip wire was not broken; however, kinks in several locations were found at the distal section. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issues were noted with the handle assembly and the velcro strap. Factors encountered during the procedure, such as the interaction between the device and the patient anatomy and/or the manner as the device was manipulated, could have caused the event reported by the customer. The ligator cable released which caused bleeding to the patient's varices is noted within the dfu of "hemorrhage, major" as a potential adverse events associated with the use of this device. However, it is not possible to confirm the complaint as the device passed all the functional analysis. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the reported device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.